Event description:
An apod prime screw was used during surgery with the ring completely separating from screw. The distributor reported: "the screw was implanted and not explanted, as there was no concern for harm to pt." Additional clinical info was requested, not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident was not available for evaluation. An investigation has been completed based on the reported info. A hardware failure analysis was unconfirmed and not possible due to parts not returned. The involved device was implanted. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.